Event description:
It was reported that during post operative testing, the threshold was noted to have become high. Via fluoroscopy, the lead was confirmed to have dislodged and pulled back toward the tricuspid valve. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.